Event description:
Caller reported a cartridge alarm with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.